Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that "at the t:lock on the cartridge was breaking away from the tubing." In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. The customer's blood glucose level was 345 mg/dl. Customer add more insulin to the cartridge to resolve the issue.